Manufacturer narrative:
If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4). (B)(6).

Event description:
On (B)(6) 2017 a patient¿s (pt) family member called from (B)(6) and reported a pt had conjunctivitis while wearing the acuvue2 brand contact lenses. On (B)(6) 2017 a call was received from the pt¿s family member who provided additional information: pt¿s family member reported the pt was diagnosed with conjunctivitis while wearing a pair of acuvue 2 contact lenses about 2 months ago. Pt received treatment ¿for about 2 months¿ starting in (B)(6) 2017. Pt was prescribed quidex for 2 weeks every 4 hours, moslag d for 1 week, every four hours, and gatidex for 1 week, every 4 hours. On (B)(6) 2017 a call was placed to the pts family member who provided the additional medical information: the pt began to experience irritation on both eyes with the second day of lens wear. The pt was taken to an urgent care center and was given a diagnosis of conjunctivitis. The pt was prescribed kidex every four hours for one week. The pt saw his/her regular ophthalmologist at a follow-up visit and was cleared to return to contact lens wear. The pt replaces lenses every three months and does not sleep in lenses. Pt uses natural express to clean and store the lenses. On (B)(6) 2017 an email was received from the pts family who reported the additional information: the pt began to experience eye irritation the second day of contact lens use and went to the eye care center. The pt was diagnosed with conjunctivitis and given a prescription for kidex every four hours. No additional medical information was provided. This od conjunctivitis event is being reported as a worst-case event due to the frequency of the prescribed treatment. The event was unable to be verified by the pts treating ecp. The event for the pts os will be reported in a separate report. The suspect product was requested for return for evaluation, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002tgs was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.